Event description:
It was reported that the patient experienced nerve stimulation. The right ventricular (rv) lead had experienced increasing and high thresholds. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.